Event description:
The patient's mother has reported to insulet and via mhra user report gb-mhra-defect-202601040819288430-bmtrf. The patient was admitted to hospital at royal preston hospital from 07:30 on (B)(6) 2025 to 11:30 on (B)(6) 2025. The personal diabetes manager (pdm) history log shows op5 pod lot ph1k03032511 (sequence no: (B)(6) was deactivated at 01:38 on 24dec25. At 04:34 the pdm history shows ph1k03032511, (sequence no: 41100) was reactivated. No information on blood glucose levels, symptoms or treatment has been reported. If additional information is received a supplemental report will be submitted. The mother reports they have the pod available for testing. At this time the pod has not been returned to insulet.

Manufacturer narrative:
The physical device has not been received. Cloud data from the user for the period of 23dec2025-25dec2025 was downloaded and reviewed. Review of the cloud data showed a pod with sequence number (B)(6) was used until 01:38 on 24dec2025 when the pod generated an expiration alarm and was deactivated. A new pod of sequence number (B)(6) was activated at 04:34 on 24dec2025. This pod was used until 19:09 on 25dec2025 when it was deactivated. No evidence that a previous pod had been reactivated was observed in the available data, though it cannot be determined that the user interacted with the controller to activate the new pod without log files. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that two automated delivery restriction alerts were generated with this second pod due to the automated algorithm delivering the max amount of automated basal insulin for an extended period in response to increasing and high estimated glucose values, which is expected behavior of the system. Upon generation of the alerts, the system correctly transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's manual basal program and the adaptive basal rate. Upon acknowledgement of the alerts, the system correctly transitioned to manual mode. While in manual mode, the system correctly delivered the user's manual basal program. A new pod of sequence number (B)(6) was activated at 19:12 on 25dec2025 and the system continued use. No evidence of issues with the system was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.